Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on (B)(6)2023. Prior to the procedure, it was noted that there were peeled-off traces of the seal in the vinyl bag as confirmed by photos provided by the customer. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6)hospital: (B)(6). Phone: (B)(6). Block h6: imdrf device code a020503 captures the reportable event of peeled-off traces of the seal in the vinyl bag.